Manufacturer narrative:
Based on information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed or would likely cause or contribute to the reported event. This event is being filed as a MDR since the patient reported symptoms or physiological conditions related to factured/chipped porcelain veneer.

Event description:
Provider reported the following: retainer fits too tightly over the incisors and l canine. Patient reports it caused #11 porcelain veneer to crack. Remade new #11 veneer.